Manufacturer narrative:
The device was returned for evaluation but has not yet been evaluated. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Checking your blood glucose chapter 4 / page 42: warning: blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes chapter 11 / page 119: avoid lows, highs, and dka: you can avoid most risks related to using the omnipod® system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often. Living with diabetes chapter 11 / page 126: warnings: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. If you need emergency attention, ask a friend or family member to take you to the emergency room or call an ambulance. Do not drive yourself. To avoid dka: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Patient was wearing the pod for 24 and 36 hours on the arm. Patient reports that she had been having high blood glucose (bg) for a while. Her bg levels were in the 300 mg/dl range throughout this time and while wearing the pod prior. She applied a new pod on monday and tried a new site, this is the pod that she wore to the hospital. Patient said that on tuesday she passed out and the pod fell off. Patient said they thought she passed out due to the high bg levels. When the ambulance came she said they told her she was in the 800's. She said that she doesn't remember the ambulance well or right before since she was "passed out". Patient said that she was in the hospital for 4 days starting oct 29th. She said she was in the ICU for the first 3 days then went to a regular room the last day. Patient was given multiple intravenous therapy bags with- potassium, saline, and other things but patient was not sure of the other fluids. Zofran for nausea and 1 other unknown med for nausea. Patient said that she was treated with injections until thursday afternoon and then she was allowed to apply a new pod, which had to be changed again because the doctor ordered a cat scan. Patient was able to get back into treatment.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it kinked, but a leak was observed within the exposed portion of the soft cannula. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn. An 0x12 (18) alarm was observed - reset caused by low voltage detect. Despite the 0x12 alarm, the battery voltages were all measured within specification. It could not be determined what caused the pod's alarm.